Event description:
It was reported that during surgery the threaded portion of the trial spacer handle broke off into the trial spacer. The broken pieces were removed easily with no additional medical intervention. Another spacer and handle were used, and the surgery was completed successfully. No patient or procedure harm was noted. There was no surgical delay. The patient status was noted as satisfactory and the surgeon¿s operative goals were met. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
The visual inspection of the returned device performed as part of the product investigation reported the distal threaded tip broken off into synfix trial spacer. One trial spacer handle (part# 389.151, lot 79661) along with one trial spacer (part# 03.802.016, lot 2492365) were returned together with a complaint description of ¿the threaded portion of the trial spacer handle broke off into the trial spacer.¿ the two parts are used together for stand-alone anterior lumbar interbody fusion procedures indicated for patients with degenerative disc disease. Indications are provided to use pre-operative planners for proper parts selection as well as step by step explanations are described including recommendations and precautions. A trial spacer may be used as a template to facilitate the selection of the trial implant. A trial spacer handle is attached and controlled light hammering on the handle may be applied to advance the trial spacer into the disc space (information provided per synfix-lr system technique guide 7022-I). The returned device (lot# 79661) was released to the warehouse in december 2009. The trial spacer handle was received with the tip of the spindle assembly broken off and embedded in the orifice of the trial spacer (03.802.016). The associated drawings of the current release were reviewed (389_151 rev e, 03_802_151 rev a, and 389_151_4 rev e). Current revisions to these drawings resulted from CAPA 3220. The drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument. Synthes built the failed component for this instrument to drawing 389_151_4 rev e. This drawing calls out stainless steel custom 465 which was a material change implemented with version e as a result of CAPA 322 as it is stronger than the previous stainless steel (440a). In addition, the drawings for the trials (se_056598 revision e) were reviewed. The drawings call out the appropriate thread and thread depth to fully seat the spindle assembly; additionally no changes or issues were identified with material and finishing processes for a successful trial spacer device design. This complaint failure could have been caused by improper technique (use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip. A design change to the spindle subassembly was implemented to address the breakage of the distal tip of the spindle prior to the manufacturing of this lot. Despite the change in design and materials in order to improve the performance of this device, and given the severity of risk associated with this complaint, this complaint is valid from a design perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Nemcomed (presently avalign ¿ nemcomed) manufactured the trial spacer handle. The supplier¿s certificate of compliance indicates the parts were manufactured to the relevant synthes drawing and conformed to the correct material and hardness specifications. The lot was inspected and conformed to the synthes inspection. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.